Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that multiple cartridge change errors occurred with multiple cartridges during the load process. Customer experienced blood glucose (bg) of 586 mg/dl and moderate to high ketones considered dangerous. Reportedly, the customer reverted to an alternate pump to address bg and for insulin therapy. At the time or the report ketones had been resolved.